Manufacturer narrative:
The insulin pump was received with intermittent button response due to flattened act button on keypad dome. There was no button error alarm present. The keypad connector was found properly closed during visual inspection. The device had minor scratches on the lcd window, cracked case near display window corners and cracked reservoir tube lip. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call that the insulin pump had keypad anomaly. Customer stated that the device is beeping, there is a black circle on the screen and a button error alert comes on. Customer's blood glucose reading was 212 mg/dl. Troubleshooting for keypad anomaly was performed. Customer could not recall any significant events leading to the keypad anomaly. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.